Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 486 mg/dl and ketones. Reportedly, the pump shut off unexpectedly. In an attempt to treat the bg prior to hospitalization, the customer delivered a correction bolus. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.